Event description:
It was reproted while using the bd micro-fine¿ pro pen needles the needle caps does not came off. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about needle caps does not came off. Customer reported that the cap could not be removed after being attached to the pen. From cs: a nurse attached this product to an insulin injection product for use with a patient who self-injects insulin, but the needle case and needle cap could not be removed from the needle and could not be used.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd micro-fine¿ pro pen needles the needle caps does not came off. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about needle caps does not came off. Customer reported that the cap could not be removed after being attached to the pen. From cs: a nurse attached this product to an insulin injection product for use with a patient who self-injects insulin, but the needle case and needle cap could not be removed from the needle and could not be used.

Manufacturer narrative:
The following fields have been updated due to additional information and correction on sample received. D.9. Device available for eval?: yes d.9. Returned to manufacturer on: 21nov2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.